Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 06/16/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The reaction was located under the sensor adhesive. On (B)(6) 2016 the patient's mother emailed a photo of the reaction to their physician and was prescribed a steroid gel. The affected area was treated with the prescribed gel. No additional event or patient information was provided.